Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, magnetic sensor functionality, and fourier transformed infrared spectroscopy (ft-ir) test of the returned device were performed following j&j medtech procedures. Visual analysis revealed a spline bent and electrodes lifted and bent with sharp edges and a foreign material on electrodes. A magnetic sensor functionality test was performed, and the device was recognized correctly. However, black electrodes and signal noise were displayed on the system, due to the damage on the spline. No eeprom errors were observed on the screen. Due to the foreign material identified on the electrode, an ftir test was performed to determine the root cause of this issue. Based on the results, it was concluded that the particle found in the electrodes of the catheter is primarily composed of nylon with barium sulfate. These results indicate that the particle originates from a material used in medical devices, aligning with the expected composition of certain catheter components. These elements are commonly used in manufacturing processes. A manufacturing record evaluation was performed for the finished device number lot 31461670l and no internal action related to the complaint was found during the review. The eeprom issue reported by the customer could not be confirmed as no eeprom error was observed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The electrical issue and the foreign material identified during the analysis are issues unrelated to the event described by the customer. The potential cause of the damage and the foreign material could be related to the manipulation of the device during the procedure. However, this cannot be conclusively determined. The carto® 3 system instructions for use contain the following information: if an invalid catheter eeprom or eprom data error occurred, replace the catheter to continue. As part of johnson & johnson medtech (j&j) quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a pentaray nav for which biosense webster¿s product analysis lab (pal) identified a bent spline, electrodes lifted and bent with sharp edges. Initially, it was reported that before the procedure, an error code '118' was displayed. A second device was used to complete the operation. There was no adverse event reported on patient. The eeprom data error was assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 10-apr-2025, a spline bent, electrodes lifted and bent with sharp edges were observed. This was assessed as MDR reportable with an awareness date of 10-apr-2025.